Event description:
On 06 jan 2003 kmi was notified of the explant of a subtalar m.b.a. Orthopedic foot implant in order to replace it with the correct size. The original implant date was not provided.